Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis :visually confirmed that ¿ 5mm of the driver¿s hex tip has broken off and was not returned for analysis. The break has a ¿45° angle to the fracture surface indicating a bending moment. The fracture surface does not show obvious signs of torsional failure. The material hardness of the tip is with in print spec. Conclusion: these observations are consistent with material overload during a bending moment.

Manufacturer narrative:
The product was not returned to manufacturer for evaluation therefore definitive cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent l4 pedicle subtraction osteotomy. Intra-op, the tip of driver broke during insertion of a multi axial screw. The fractured tip stuck in the screw head. The screw was replaced without problem. No fragments of the product remained inside the patient. Patient complications were reported unknown.